Event description:
It was reported that during a laparoscopic cholecystectomy procedure, at the first firing the scrub tech was pre loading the clip and the clip only fed halfway into the jaws of the device. The clip closed halfway and fell out of the device. The second clips did the same thing. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Damaged/disengaged feedbar. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. However, it is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.